Manufacturer narrative:
(B)(4). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported by an attorney that the patient underwent a robotic-assisted supracervical hysterectomy, a robotic-assisted sacrocolpopexy, a sling procedure and a cystoscopy on (B)(6) 2013 and an unknown absorbable suture was used. After (B)(6) 2015, the patient developed symptoms of recurrent prolapse. The patient underwent another surgical procedure on (B)(6) 2016 for a recurrent stage iii cervical stump prolapse and failed abdominal sacrocolpopexy. The surgeon opines that the use of absorbable suture during the initial surgery caused the concomitant mesh to disengage and disintegrate. No additional information is provided at this time.

Manufacturer narrative:
Additional information.